Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error and motor position encoder error. Customer changed his infusion set when the alarm occurred. Customer's blood glucose was 124 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis. Customer was informed about battery out limit alarm and unexpected restart alarms.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. No motor position encoder error alarm could be verified in the alarm history due to the history file being overwritten. The insulin pump was received with a cracked reservoir tube lip.